Event description:
The nurse reported that the product did not slough off as it should. Patient showered everyday but adhesive was still present. The product was removed with an alcohol swab. There was a small reddened area at the top of the incision on the chest which fanned out. Antibiotics were given to the patient. During a follow-up call in 2008, the customer reported that the patient underwent a cardiovascular procedure in 2007. The skin at the patient's median sternotomy was closed with dermabond. Then on the month prior to original month, the patient returned for his post-op visit and the dermabond was still in place and had not come off. The top of the median sternotomy was red and had a blister present about the size of a nickel. It appeared to be fluid filled. The patient was placed on an unknown antibiotic.

Manufacturer narrative:
Some information for this report may not have been provided at this filling. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.